Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect troponin-I, list number (B)(4), manufacturing site (B)(4) to architect i1000sr analyzer, list (B)(4), manufacturing site (B)(4) on (B)(4) 2012. MDR number 1628664-2012-00476 has been submitted for this change in suspect medical device and all further information will be documented under that MDR number.

Manufacturer narrative:
It was discovered on (B)(4) 2012 after submitting the initial emdr that additional patient information was inadvertantly omitted. This additional information has been included in this follow-up emdr.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.57 ng/ml was generated for a (B)(6) male patient ((B)(4)) on (B)(6) 2012. The patient was transferred to a larger facility where architect stat troponin-I testing was performed upon admission with a result of 0.0 ng/ml. The customer retested the original patient sample and the result was <0.3 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).